Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The device showed significant shoulders at implant. At the routine 45 day follow up appointment which took place 71 days post procedure, transesophageal echocardiography (tee) showed that the device migrated proximally out of the laa. The patient was asymptomatic, and no flow restriction was noted across the mitral valve. A computed tomography (CT) appointment was ordered and a review with the physician schedule to discuss whether the device is to be removed. It was further reported that the closure device migrated proximal, but did not completely embolize out of the laa as reported.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The device showed significant shoulders at implant. At the routine 45 day follow up appointment which took place 71 days post procedure, transesophageal echocardiography (tee) showed that the device migrated proximally out of the laa. The patient was asymptomatic, and no flow restriction was noted across the mitral valve. A computed tomography (CT) appointment was ordered and a review with the physician schedule to discuss whether the device is to be removed. It was further reported that the closure device migrated proximal, but did not completely embolize out of the laa as reported. It was further reported that the closure device was snared out of the left atrium 105 days post index procedure. No new device was implanted. The patient was stable and was to be discharged home the following day.

Manufacturer narrative:
G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email - updated. Media review: six still images were provided for review, and were reviewed by a boston scientific (bsc) medical safety director. The media showed that post-deployment and pre-release of the closure device, the shoulder-to-shoulder measurement of the closure device was shown at 26mm for a 31mm device which corresponds to 16 percent. The 26mm measurement was slightly underestimated as it was not measured from outer edge to outer edge. In addition, in the 90-degree transesophageal echocardiography (tee) view, the closure device had at least a 1/3 shoulder. In what was likely the follow-up images (no dates are provided), the closure device was in a much more proximal position, but still attached to the left atrial appendage (laa). The flow could not be assessed in a still image,but color doppler application showed color inside the closure device and with this degree of proximal position, it was unlikely that the laa is sealed. The provided media confirmed the event description of proximal migration of the device without embolization.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The device showed significant shoulders at implant. At the routine 45 day follow up appointment which took place 71 days post procedure, transesophageal echocardiography (tee) showed that the device migrated proximally out of the laa. The patient was asymptomatic, and no flow restriction was noted across the mitral valve. A computed tomography (CT) appointment was ordered and a review with the physician schedule to discuss whether the device is to be removed. It was further reported that the closure device migrated proximal, but did not completely embolize out of the laa as reported. It was further reported that the closure device was snared out of the left atrium 105 days post index procedure. No new device was implanted. The patient was stable and was to be discharged home the following day.

Manufacturer narrative:
B5: describe event or problem - updated. H6: impact codes- updated. B2: outcomes attrib to adv event - updated. D6b: explant date - updated.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The device showed significant shoulders at implant. At the routine 45 day follow up appointment which took place 71 days post procedure, transesophageal echocardiography (tee) showed that the device migrated proximally out of the laa. The patient was asymptomatic, and no flow restriction was noted across the mitral valve. A computed tomography (CT) appointment was ordered and a review with the physician schedule to discuss whether the device is to be removed.